Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the lead could not be fixed in the right ventricle. The physician tried several positions to place the lead but still failed. The physician changed to another lead to complete the procedure. There were no adverse consequences to the patient.